Manufacturer narrative:
Device received with critical pump error due to corroded electronic assemblies. Unable to verify power loss alarm or low battery alert due to critical pump error. Unable to perform selftest, rewind, seating, basic occlusion test, occlusion test, force sensor test or displacement test due to critical pump error. Device received with corroded motor home switch.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer¿s blood glucose level was 430 mg/dl. The customer reported that insulin pump had low battery alarm. Insulin pump lost power and customer was in water for about thirty minutes and the battery had died. It was unknown that if the insulin pump was in auto mode at the time of the incident. The insulin pump will be returned for analysis.